Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection in the proximal left common carotid artery (cca) and was buckling and looping while exiting the arterial sheath. The physician replaced the enroute 0.014" guidewire with a third party wire and successfully completed the procedure. An unplanned additional stent was placed to address the dissection.